Event description:
Reporter alleged discrepant blood glucose results of 46, 134, and 167 mg/dl, which were apart of the advantage system memory performed back to back within 5 minutes. Customer stated prior to viewing the memory, there was a back to back result of 134 mg/dl versus 167 mg/dl performed 5 minutes apart. The location of the alleged testing was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.